Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over (B)(6) years. Device analysis of the returned genesys hta procerva procedure set revealed that there were two holes noted in the sheath molded body rigid plastic tube near the proximal end of the cervical seal assist fins. It could not be determined what cause the sheath damage, the damage could have been due to some aspect of device handling, or to some operational aspect of the procedure. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, during the seal integrity check phase fluid loss alarms were observed. The procedure was successfully completed with another of the same procedure set. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: there were two holes noted on the sheath probe.